Event description:
The customer reported to olympus, the colonovideoscope blocked air-water channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, clogged nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found labeling needed new rfid label; slow leak at air water channel when irrigated unable to tape; upward/downward and right/left angulation control knob movement was out of specification; plastic distal end cover insulation had 15 megaohm; angulation not to specification; distal end plastic cover had a scratch, dent and chipped; evis image had a white dot on the right side; objective lens glue peeled; light guide lens was cracked and glue peeled; bending section cover glue had a crack; insertion tube had minor snakiness and had a scratch; light guide tube was buckled; scope connector had minor scratches and dents. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up (b5). B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the scope was not used on a patient. The scope was being prepared for use and found there was no air when the scope was tested. There was no delay to the start of precleaning, the scope nozzle was flushed with air/water, the channel was flushed with detergent solution and the scope was wiped clean with lint-free cloths, brushes and sponges.